Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery excessively. The customer's blood glucose level was unknown at the time of the call. The customer mentioned that they were hospitalized on (B)(6) 2015 due to non-diabetes issues. The customer had a kidney failure, heart failure, and pneumonia. The issue was resolved with a set change. The customer stated that they do not want to trouble shoot the issue at the time of the call and do not want to return the reservoir back for analysis. The customer was sent new reservoir sets.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.